Manufacturer narrative:
(B)(4): evaluation: device history not reviewed. Results code: device history was not reviewed as the serial number is unk and no product was returned for analysis. Conclusion code: cause of event cannot be determined. Analysis: no product was returned for analysis. Conclusion: the complaint was not confirmed for high pressure drop. The product was not returned for analysis. No conclusion can be drawn at this time. Should additional info be provided, a supplemental report will be filed.

Event description:
Medtronic cardiovascular received info that this oxygenator, affinity nt, was exhibiting high pressure at venous blood entry, and low pressures at the oxygenated blood exit port during use. The decision was made to change out the device. It was reported that the product would not be returning, as the perfusionist disposed of the unit. There were no reported pt effect as a result of this event.